Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to consistent low blood glucose level. Customer blood glucose level was 198 mg/dl. Customer stated they were experiencing series of low and high blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Troubleshooting was performed. The insulin pump will be and reservoir will not be returned for analysis.